Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, migraine, headache, alopecia, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for: migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information was added. Patient information race was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, migraine, headache, alopecia, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for: migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Product indication updated. Essure explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, hair loss, weight gain, weight loss and bloating were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.